Manufacturer narrative:
An administrative review found that the investigation results were inadvertently left out of the previous submission in the h10 section. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Manufacturer narrative:
Follow-up details were provided by the author of the journal article "right transaxillary transcatheter aortic valve replacement is comparable to left despite challenges", indicating the date of the procedure and the date of the stroke. Therefore, a supplemental report is being submitted. The date of the event and the date of the implant have been updated. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04903 and 2015691-2024-04973.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Mcgrath, daniel, et al. "Right transaxillary transcatheter aortic valve replacement is comparable to left despite challenges." General thoracic and cardiovascular surgery (2024): 1-8.

Event description:
As reported, per in the journal article "right transaxillary transcatheter aortic valve replacement is comparable to left despite challenges", patient characteristics and outcomes were compared for consecutive left or right axillary tavrs performed from 6/2016 to 6/2022 with sapien 3. The following events were noted: one patient developed a stroke. However, there are no additional details on how this event was resolved.